Event description:
Doctor tried to activate a clip on the cystic duct and the clip applier would not apply the clip. The clip appliers were removed from the patient and tried to activate outside the patient, but the appliers still would not activate a clip.